Manufacturer narrative:
Nine similar cases have been reported under mdrs # 2015-00013; 2015-00015; 2015-00019; 2015-00111; 2015-00133; 2015-00182; 2015-00192: 2015-00202: 2015-00235. On 29 october 2015 the r&d project manager analyzed the retrieved item with the following comment: in the circumstance, all the 4 prongs were broken at the critical section of the base. New instruments to address potential misuse like misalignment are in production. On 05 nov 15 it was prepared a final report with the information above reported. On the same day it was sent to the initial reporter and the case was closed.

Event description:
The tip of the instrument broke, all broken parts could be retrieved as far as we could determine, no pat./user harm, surgery was performed successfully.